Event description:
The hospital reported that during the endoscopic vein harvesting procedure, specks of plastic had to be retrieved from the pt's leg through the original incision. No additional intervention was required. The surgeon used the same device to complete the procedure. The hosptial did not report any pt complications as a result.

Manufacturer narrative:
Investigation results: investigation confirmed that the foreign material was a sliver, plastic thread from the trough inside the device's handle. The plastic threads could have been the result of insertion of the sharp edges or protrusions of the scissors as they cross the plastic trough. The reported complaint is confirmed. A lot history record review cannot be performed because the lot number was not provided.